Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 12/03/2015, to report that on 12/01/2015, there was an unknown error. No additional event or patient information is available.